Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): when asked whether there was a specific cause determined for the uncomfortable stim/the sensation going crazy, the hcp stated the patient misjudged how far the chair was and she fell on the implant. Actions taken to resolve the uncomfortable stim: patient saw the hcp on (B)(6) 2019, the hcp evaluated patient and recommended she keep the implant off and an x-ray of the sacrum and coccyx was performed. The x-ray was negative, so patient was advised to turn implant on and slowly increase as tolerated. Patient was seen (B)(6) 2019 and she was doing better, and denies issue with implant. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt uncomfortable stimulation. They stated that they fell off the couch today and the ¿sensation is going crazy¿ on their left buttocks. They called their healthcare professional¿s (hcp) office and was told to contact the manufacturer¿s representative to see it they should turn the therapy off. The patient did note they had an appointment tomorrow with their hcp. The patient was offered assistance with using the controller to decrease or turn the therapy off but they stated they knew how to use the unit to change the setting. The patient was redirected to follow up with their hcp for the issue. There were no further complications reported or anticipated.